Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient's blood glucose dropped in to the forties and his g5 mobile application did not wake him. There was no report of injury or medical intervention. No additional patient or event information is available.